Event description:
The customer reported that during a pacemaker box change procedure and after using the electrosurgical pencil for a time, sparks/crackles were heard by the circulating nurse. The doctor was alerted to a smell and saw a fire. The doctor removed the top layer of drape which ignited the layer below. This layer was then removed. The burns were mixed depth to upper chest, top backside of arm and back of neck, with some hair loss and singeing. As of the 9th of december, the burns to patient continue to be treated in the hospital's burn unit. Prep used for patient was hydrex 2% alcohol, chlorhexidine gluconate solution. The patient area where this was applied is area where burns occurred. They believe the diathermy unit is not responsible for incident and that it was combination of an alcohol prep not being dry and a pencil spark. Machine was set to 40/40 pure cut/dessicate coag. The doctor had prepped patient according to protocol.

Manufacturer narrative:
(B)(4). The device has been received at baxter, but the evaluation of the failure code 522:320:654:0000 has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During baxter's review of the device's event history, it was discovered that failure code 522:320:654:0000 interrupted delivery on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). During a review of the complaint file, it was discovered in the event history that failure code 522 did not occur during infusion. There was not an interruption during delivery. This complaint is not reportable.